Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as known as potential adverse events following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The len remains implanted. Cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic stretched out. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
B5 - due to low vault with rotation, the lens was removed and replaced with a longer length lens. The problem was resolved. There are multiple medical device reports associated with this patient. This report is 1of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim #(B)(4).